Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. Reportedly, the pt changed his site and set on two days earlier. Shortly thereafter, he began feeling ill. The pt continued to be ill and struggled with high blood glucose, he did not change out his set. His blood glucose prior to admission was 600 mg/dl and upon admission his blood glucose was >1000 mg/dl. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.